Manufacturer narrative:
Date sent to the FDA: 10/23/2009. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a pt presented with a recurrent hernia approx one year following an initial hernia repair. The pt was returned to surgery for repair. The surgeon reports that the mesh was torn in two pieces. Add'l info requested, but not yet received.